Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between receiver and transmitter. Dexcom representative advised patient to insert a new sensor, wait for devices to pair and then go through calibration. No additional patient or event information is available.